Event description:
Pt underwent cataract surgery in 2000, and implantation of a staar toric model cc-4204bf intraocular lens in the left eye. One-week postop the pt was unhappy with their vision and the surgeon stated that the lens was not the diopter power he ordered. The lens was removed and replaced with another staar collamer lens of a different diopter. The returned lens was sent for eval but the damage to the explanted lens prevented a diopter verification. The pt's prognosis is good.